Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to another meter (onetouch ping). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on ¿(B)(6) 2016, 11pm¿. The patient detailed that she obtained an alleged blood glucose result of ¿30mg/dl¿ on the subject meter, compared to ¿104mg/dl¿ obtained on another meter, preformed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs¿ criteria for accuracy. The patient manages her diabetes with insulin pump therapy and reported that on an unknown time prior to the alleged product issue she developed symptoms of ¿sweating, shaking and feeling like she would black out¿. On (B)(6) 2016, 11pm she reported that she self-treated with food and/or drink. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient carried out a control solution test which fell outside the range. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Correction #1 (15 march 2016). Corrected data: in original 3500a the lifescan (lfs) meter- verio iq should have read 142mg/dl compared to the 30mg/dl on the other meter (one touch ping). Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for accuracy.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is also being sent to correct information that was not previously included within follow up #1. Method code "11" should have been included in the h6 field of follow up #3. . A device history record review was performed on the test strip lot. The review did not identify anything that could adversely impact product performance or function. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled "postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.